Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implants 500cc and experienced dissatisfaction with procedure outcome. The surgeon reportedly implanted the wrong size bilaterally. As a result, the patient underwent removal and replacement with unspecified gel breast implants on (B)(6) 2006. This report is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Reason for device explant and/or reoperation: patient dissatisfaction/user error. Manufacturer¿s reference number:(B)(4).